Event description:
As reported through (B)(4), the patient expired 20 months post transcatheter aortic valve replacement (tavr) of unknown causes. After the initial report, the clinical trial database was updated. The official cause of death is now listed as cardiac arrest, stroke and atrial fibrillation. The device's relationship to the event is described as possible. Per the clinical trial database, the patient had an ischemic stroke five days prior to expiration, which was described as possibly related to anticoagulation.

Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it was not explanted after the patient's expiration. Despite exhaustive attempts, the hospital records for this event could not be obtained. A request for the hospital records remains outstanding. Per the instructions for use, arrhythmias, permanent or transient neurological events, and cardiac arrest are potential risks associated with aortic valve replacement and bioprosthetic heart valves. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common preexisting condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well recognized complication of heart surgery, it is typically not related to the device, but to the procedure or underlying heart disease (e.g. Htn, mi, cad, abnormal heart valves, metabolic imbalance, previous heart surgery, lung diseases, surgery or other illnesses). The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient's risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. There are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, and diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. In the absence of hospital records pertaining to the event, the root cause of the reported event cannot be determined. Consequently, the device's relationship to the event cannot be confirmed. However, the patient's history of atrioventricular arrhythmia, comorbidities (i.e. Htn, cad, mi, high cholesterol), use of anticoagulants, and advanced age may have contributed to the event. At this time, there is no suggestion or evidence that there is malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.